Event description:
It was reported that the inner sleeve detached from the screw while trying to pass the rod. No patient complications were reported.

Manufacturer narrative:
Additional info: macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension (9.8 +0.2 /-0.0mm) actual measurement found to be out of print specification. Visual and optical inspection noted multiple witness marks in the mas retention area. Functional evaluation was performed on the returned sleeve utilizing a sample extender and multi-axial screw (mas); the amount of tip deformation did allow the mas head to be dislodged from all four of the inner sleeves. Surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medi al/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls and the bent tip condition of the inner sleeve of the evaluated product suggest that aggressive release techniques may have been utilized. The above observations are consistent with bend stress overload, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.